Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. A loose and protruded drive support disk was noted.

Event description:
It was reported the insulin pump had a crack in the case. The device was not dropped or bumped. The drive support cap was sticking out. Customer did not press the cap while connected. Customer's blood glucose was 169 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.